Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 246/dl at the time of the incident. Customer reported that they changed the batteries a few times and the pump still won¿t turn on. Customer is not calling back after receiving a new battery cap. The customer was stated that the spring is corroded and there was white dust on the spring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and corroded battery tube spring. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. Pump had cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.